Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years post filter deployment, it was noted that the superior aspect of the ivc filter was located approximately 2.7 cm below the lowest renal and may reflect migration. It was also noted that a single strut perforated the wall of the ivc and extends approximately 0.9 cm beyond the wall of the ivc. Therefore, the investigation is confirmed for perforation of the ivc. However, the inconclusive for filter migration. Based on the provided medical records, there is no clear evidence to confirm for filter migration as it reported that the superior aspect of the ivc filter was located approximately 2.7 cm below the lowest renal confluence and ¿may¿ reflect migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated and strut perforated the ivc wall, extending approximately 1 cm outside the wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in abdomen; however, the current status of the patient is unknown.